Manufacturer narrative:
The complaint device was received and evaluated. Visual observation revealed slight striation markings on the inner shaft at both the middle and distal end of the device, indicating possible metal shavings. The outer shaft displayed no anomalies. The reported condition can be confirmed. The failure can be attributed to misuse. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 1 similar complaint for this lot of devices that was released to distribution. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Awaiting device return.

Event description:
Physician reported that product was used on damaged shaver and that so they lost this blade and to procedure completed physician have to used another one shave and another one blade. Additional information received via email from the affiliate on 4-18-2016. Blades fall into shaver too deep. Moreover seals fall down from the shaver. Type of procedure was arm arthroscopy. This failure was extended greater than 30 minutes.